Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06362690. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6). (B)(6). Operative report. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: same. Operation performed: umbilical herniorrhaphy with soft prolene mesh implant. Anesthesia: general with endotracheal intubation by john compton, crna. Summary: ¿this (B)(6) white, female was taken to the operating room and placed in the supine position. After adequate general anesthesia was induced and an airway secured with endotracheal intubation the abdomen was prepped and draped in a sterile manner. A longitudinal incision made around the umbilicus and dissection was carried down to identify the sac. The sac was dissected out and the surrounding fascia was identified. The sac was inverted and the 2 x 4 cm fascial defect was closed using a soft prolene mesh implant. The mesh was placed posterior to the midline fascia and was secured circumferentially at the fascial defects with interrupted 2-0 ethibond. Hemostasis was good. The wound was closed by approximating the deep fat with a single 3-0 vicryl. The skin was closed with skin clips. A sterile dressing was applied. The patient tolerated the procedure well and taken to the recovery room in satisfactory condition.¿ (B)(6) 2011: (B)(6). (B)(6). Operative report. Primary care physician: (B)(6). Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic repair of recurrent incisional hernia with mesh implantation. Anesthesia: general with marcaine. Fluids: crystalloid. Blood loss: less than 50 cc. Drains: none. Specimens: none. Complications: none. Procedure in detail: ¿after informed consent was obtained, the patient was taken the operating room and placed on the table in the supine position. Anesthesia was induced, and the patient was intubated. A foley catheter was placed, and her abdomen was sterilely prepped and draped in the usual fashion. A tiny stable incision was made in the left upper quadrant midclavicular line, just 2 fingerbreadths below the rib cage. Once this incision was made, a veress needle was inserted with good flow of saline. Pneumoperitoneum was attempted to be established, however, could not be established likely because a large amount omentum and adipose tissue. A 10 mm incision was then made 2 fingerbreadths below the xiphoid process. Tissues were dissected down, and the fascia was opened. A 10 mm port was placed using a visiport, and pneumoperitoneum was easily established. Once this was done, the scope was introduced, and the hernia was visualized. The patient was also noted to have no evidence of veress needle insertion and no evidence of bleeding in the left upper quadrant. Once the scope was placed, the hernia could easily be seen just above the umbilicus. A left upper quadrant and a left lower quadrant 5 mm ports were then placed under direct visualization through tiny incisions. Once this was done, maryland dissector and short grasper were placed, and the omentum was teased out of the hernia sac. There was one loop of bowel visualized which was very carefully taken down from the abdominal wall using laparoscopic scissors. After extensive dissection, the omentum and bowel were ultimately freed from the hernia defect that measured approximately 3 cm x 6 cm. Once this portion of the case was completed, the bowel was examined and noted to be healthy with no evidence of enterotomy or tear. The abdomen was irrigated somewhat with saline and aspirated clear. All bleeding of the hernia defect was easily stopped with short burst of electrocautery. A second piece of the adhesed bowel was seen in the left lower quadrant which was easily taken down with laparoscopic scissors. Once this was done, the abdominal wall was prepared for mesh implantation. Of note is that I could not appreciate any mass within the abdomen. Once the area was prepared, a piece of 10 x 15 gore dual-layer mesh was opened. Cv-0 gore sutures were then placed on each corner of the mesh, and the mesh was labeled appropriately. It was then rolled and placed into the abdomen thought the 10 mm subxiphoid port. Once in the abdomen, it was unrolled with the corduroy side to the fascia, and the gore layer near the bowel. Tiny stab incisions were made on four quadrants of the abdominal wall. A gore suture passer was then used to grasp the sutures on all four corners and pulled in out through the skin. These were later tied, and this created a 4-point mesh anchorage system to the abdominal wall. A protack was then used to pack circumferentially around the mesh. This created a very nice repair which was tension-free. Once adequately packed, the bowel was once again inspected and noted to be healthy with no evidence of injury. All port sites were injected with marcaine, and the ports were withdrawn, and pneumoperitoneum was released. Each port site was closed using 4-0 monocryl suture in the subcuticular level. The subxiphoid port fascia was also closed using one 2-0 vicryl suture. This closure was difficult secondary to the patient¿s body habitus. Once this was done, the tiny stab incisions where the mesh was anchored and tied were closed with dermabond and steri-strips. A sterile dressing was applied, and the patient underwent placement of an abdominal binder with kerlix. She was awakened from anesthesia and extubated. She went to the recovery room in good condition.¿ (B)(6) 2011: (B)(6). Implant record. Gore dualmesh plus 10 x 15 x 1. Lot: 06362690. Expiration: 2011-09. The records confirm a gore® dualmesh® plus biomaterial (ni/06362690) was implanted during the procedure. (B)(6) 2018 [missing records: records for CT scan which revealed foreign body to her anterior lateral liver were not provided]. (B)(6) 2018: (B)(6). (B)(6). Operative report. Primary care physician: (B)(6). Preoperative diagnosis: incarcerated incisional hernia and notable foreign body to the anterior lateral liver. Postoperative diagnosis: incarcerated incisional hernia and notable foreign body to the anterior lateral liver. Procedure: robotic diagnostic laparoscopy with possible removal of foreign body. Anesthesia: general. Findings: include notable large incarcerated incisional hernia with incarcerated bowel and anterior abdominal wall adhesions to the old mesh. There was a noticeable calcified mesh type of material along the anterior lateral liver. Complications: there were no complications. Estimated blood loss: less than 50 cc. Drains: there were no drains. Specimens: anterior lateral liver foreign body and anterior abdominal wall old mesh. Indications for procedure: ¿this is a (B)(6) caucasian female, who has had a previous exploratory laparotomy in the past and liver resection in childhood. On workup for her incisional hernia, she had a CT scan which revealed a foreign body to her anterior lateral liver. She was concerned for repair of her incisional hernia and possible sleeve gastrectomy. I discussed diagnostic laparoscopy prior to the [sic] any of these surgical interventions. She understands risks to include bleeding, infection, injury to peritoneal structures, possibility of open conversion, and other imponderables. The patient and family understand these risks and asked to proceed.¿ procedure in detail: ¿the patient was placed in supine position, sterilely prepped and draped in standard surgical fashion. After general anesthesia was obtained, a left subcostal incision was made through skin and subcutaneous tissue. This was taken down to external oblique. Next, using a veress technique, a veress needle was inserted into the peritoneal cavity. The abdomen was appropriately insufflated to 15 mmhg using carbon dioxide to create a pneumoperitoneum. Once pneumoperitoneum was established, an 8 mm port was placed in this location. Remaining ports were then placed. This include an 8 mm port placed in the midepigastrium and an 8 mm port placed in the periumbilical region. Davinci system was then docked, and the adhesions were taken down with sharp dissection. Again, there was bowel to mesh adhesions. These were taken down. The hernia was reduced back into the peritoneal cavity. There was bowel into the hernia sac, and although our purpose for this operation was merely to remove the foreign body in the anterior lateral liver, because of the incarcerated bowel and the caliber of the bowel, I was concerned for obstructive pattern, and this portion of procedure was performed. Bowel to mesh adhesions were taken down with tedious dissection. Next the old mesh was removed off the anterior abdominal wall and passed off the field via laparoscopic bag. The remaining ports were then placed. This included an 8 mm port placed in the right upper quadrant of the abdomen followed by 8 mm port placed in the right lateral abdomen. Along the anterior surface liver lateral border, there was calcified area. This was dissected off the capsule of the liver and passed off the field for pathology review. Hemostasis was achieved with electrocautery. There were dense adhesions, and the dissection was taken to the dome of the liver. There were no other foreign bodies identified. Hemostasis was noted to the peritoneal cavity. The periumbilical fascial port site was reapproximated with 0 vicryl in an interrupted fashion using endo close device under laparoscopic visualization. The abdomen was appropriately desufflated, and skin edges were reapproximated with 4-0 vicryl in a running subcuticular fashion. Dermabond was used to reinforce the closure. The patient tolerated the procedure well without any complications, returned to recovery in hemodynamically stable condition. Sponge, needle and instrument counts were correct upon completion.¿ (B)(6) 2018: (B)(6). (B)(6). Pathology report. Accession number: p18-40834. Final pathologic diagnosis: anterior lateral, liver, biopsy: liver parenchyma with foreign material and surrounding reactive changes including foreign body giant cell reaction, dystrophic calcifications and reactive bone formation. No malignancy is seen. Old mesh, anterior abdominal wall, resection: fibroadipose tissue with reactive changes. Negative for malignancy. Concurring opinion: (B)(6). Specimen(s) received: anterior lateral liver. Old mesh, anterior abdominal wall. Clinical history: retained foreign body. Gross description: received in formalin labeled with the patient¿s name and ¿foreign body anterior lateral liver¿ is a 2.0 x 1.0 x 0.4 cm aggregate of multiple irregular rages fragments of pink-tan to red cauterized tissue. Two of the fragments have embedded possible mesh material. Representative soft tissue is submitted in cassette a1. B. Received in formalin labeled with the patient¿s name and ¿old mesh anterior abdominal wall¿ is a 7.5 x 7.5 x 2.5 cm irregular fragment of gray-tan mesh material with adherent pink-tan to red dense fibrous tissue and tan-yellow fibroadipose tissue. Sectioning of the soft tissue demonstrates no gross focal lesions. Representative sections of soft tissue are submitted in cassette b1. Records span (B)(6) 2006 to (B)(6) 2018. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, reactive changes, shrinkage, migration and removal. Additional event specific information was not provided.